Event description:
Medtronic received information that at an unspecified time, this act plus instrument had a false measurement. Use of the instrument was unknown. There was no patient impact reported with this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the reported false measurement was verified during service. The service technician noted that one channel aborted prematurely during tests multiple times. The service technician observed errors 010, 012, 015, 017 in the error log, error 017 was observed 60 times, the lift wire height was out of specification, the floppy drive was not working, and the service was overdue. The issue will resolved by cleaning the instrument and floppy drive, adjusting the lift wire height, clearing the error log and replacing the flag sensor board, actuator harness and cable tie 6-1/8 inch screw down. Preventive maintenance will be performed per specifications. Conclusion: after investigation the complaint is confirmed for the act plus instrument¿s reported false measurement. The issue was verified during service when the service technician noted that one channel aborted prematurely during tests multiple times. The service technician observed errors 010, 012, 015, 017 in the error log, the lift wire height was out of specification, the floppy drive was not working and the service was overdue. The issue was resolved by cleaning the instrument and floppy drive, adjusting the lift wire height, clearing the error log, and replacing the flag sensor board, actuator harness and cable tie screw down. Trend for issues with this device are monitored. Additional information b5: medtronic received additional information that the lot numbers of the cartridges and/ controls are no longer comprehensible. Quality control is performed monthly as per maintenance documents. The wrong reference value was displayed in cal 1 and 2, and this triggered the consultation of a medtronic specialist. The test results were obtained and heparin was administered. The event context in b5 was also updated from unknown to during use based on additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information b5: it was initially reported that the test results were obtained and heparin was administered. However, medtronic received additional I nformation that the customer did not know if and when heparin was administrated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.